Event description:
Essure issue (B)(6) 2009, I had the essure inserted. Several months later, I noticed severe cramping, irregular menstrual cycles, spotting for several weeks at any given time, as well as hair loss. In (B)(6) 2015, I started noticing "old blood" was being shed right before my menstrual cycle. In (B)(6) 2015, I began to have golf size blood clots during my menstrual cycle which was very unusual. Also, I've begun to notice a slight bulge in my lower abdominal area.